Manufacturer narrative:
Event eval: still under investigation.

Event description:
A leukemia pt had bilateral PICC lines placed in 2009. Less than one week after placement, the pt developed dvt in both PICC lines. The pt was on ara-c (cytarabine)-standard chemo. The status of the pt at this time is unk.